Event description:
It was reported that there was a primary audible alarm background test warranty. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was cracked and chipped on both front corners of top case and cracked on battery door and right plunger case. Occlusion testing was performed. However, the reported event could not be duplicated. The root cause of the issue could not be determined. The speaker was replaced for preventive measure. There's a corrective action preventive action for the reported event. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.